Event description:
The customer reported that the ventilator has humidity trapped within the screen. This has caused the touchscreen to stop working. The discovery was made while transporting the units from room to another. Once they tried to turn the unit back on they noticed that the parameters could not be changed and that there was condensation on the screen. No patient involvement.

Manufacturer narrative:
(B)(4). Evaluation by carefusion failure analysis is expected when the customer returns the alleged defective product.